Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stapling of the stomach, the device still fired fine but they was concerned that the device was partially articulated and snapped to being un-articulated during the firing of the instrument. There was no patient injury.